Event description:
Ems personnel were attempting to externally pace a bradycardiac pt. The operator reported that as the pacing current was increased the device displayed a connect electrodes message and warning tone. All electrode/ cable connections were verified and the electrodes replaced with no change. The pt was transported to the hosp. There were no adverse effects to the pt reported as a result of the alleged malfunction.